Event description:
Patient complained of unintended output (shocking) during an electrotherapy stimulator treatment.

Manufacturer narrative:
Evaluation results: after checking output on oscilloscope, determined that output had a problem. Q3 shorted, u105 shorted (7 to 14 pins), q119, q122, q120 shorted and q128 open. System control board software revision is 2.1. Muscle stimulator board software revision is 2.1. Ultrasound board software revision is 2.3. Recommending return to the service department for general updates and replacing stimulator board or replacing the bad parts listed above and return to service.